Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, after unsuccessful implantation of a 29 mm corevalve evolut r, resulting in central leak (grade 2/4) and pvl, valvuloplasty with a 25 mm balloon was performed with no success. The decision was made to implant a 26 mm sapien 3 (annulus measured 25 mm) valve (viv) into the corevalve while a lasso was used to maintain the corevalve in its position. The 26 mm sapien 3 was implanted with success despite a residual leak but after 30 seconds, the sapien valve embolized into the left ventricle, partially obstructing the lvot. The patient was converted to surgery and both valves were successfully explanted. The patient is slowly recovering.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. There was no allegation or indication a device malfunction contributed to this adverse event.  In this case, the exact cause of the too ventricular placement and embolization of the valve is unknown but, per the physician, may have been related to position the valve too low. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the physician, the perceived root cause of the embolization of the valve was ¿too low positioning¿ of the valve.